Event description:
A customer contacted beckman coulter inc. (Bci) stating that the lid cover of the au640 clinical chemistry analyzer fell on an operator. There was no injury or any medical attention required.

Manufacturer narrative:
A field service engineer (fse) was on-site for this event and replaced the failed shocks. The removed shocks were approximately 9 years old.